Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence with multiple cartridges. Additionally, it was reported that an occlusion alarm occurred. Customer declined further troubleshooting with tandem technical support for the occlusion issue, therefore no addition information could be obtained. There was no impact to the customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.